Event description:
It was reported that cardiac perforation occurred and patient underwent surgery. The case was acute. The target lesion was an area of heavy thrombus burden in the bifurcation of the left anterior descending (lad) and diagonal arteries. A 185cm pt² guide wire and a non bsc guide wire were advanced to the lesion. During the procedure, the pericardium was perforated. The physician was able to remove the wires. The patient became hypotensive and underwent surgery. A pericardial window was performed to drain 300cc of blood. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).